Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user is stating that suspension for the drive wheels sticking causing the drive wheels to hang up in the air making the drive wheels just spin without going anywhere.